Event description:
The customer received blood glucose reading of 200 and 300 mg/dl from the contour meter, re-tested on a different meter and received 77 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The meter and strips were discarded. A new kit was sent to the customer.